Manufacturer narrative:
Initial and final MDR (B)(4). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered two infusion set tubing were pinched which resulted into high blood glucose level of 200-220 mg/dl. The infusion set in use for less than a day. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. No further information available.